Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer charged the pump when it read 30% and after charging, the gauge dropped to 10% then bumped up to 100%. The customer's blood glucose level was not impacted. Although requested, additional information (pump t:connect data) was not provided.